Event description:
Customer's daughter reported, customer received an inaccurate high glucose reading (409 mg/dl) from their precision xtra meter. Customer's daughter reported, customer experienced symptoms of sweatiness and loss of consciousness. Paramedics were called and transported customer to hosp, where she was treated with sport drink. There is no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.